Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy, while creating anastomosis, the stapler fired the blade without the staples, so the tissue was cut without closure. Also, the anvil was bent. The surgeon had to redo the entire process of rectum anastomosis with the sigmoid by manual reconstruction. This resulted an extension in surgery of more than 30 minutes and extended the patient's hospitalization for two days for better care.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a devices. No staples were deployed from the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.